Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a manufacturer representative and she changed the setting on the ins; the patient noted that it still takes 4-5 hours to charge. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was scheduled for a lead revision and now it was rescheduled. The caller reported that they are new and was trying to figure out what they would need if the lead revision to happen. The caller did not have any information as to why the patient was scheduled for a lead revision. No further complications were reported or anticipated. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the leads revision was the change in pain pattern, pain at different site, pain in the opposite leg and device no longer relieved that pain. Patient started experiencing the change in (B)(6)2017. The exact date was not provided. The revision of scs leads improved pain coverage and the issue was resolved. Patient's weight at the time of the event was (B)(6)kgs. No further complications were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they brought her back into the operating room un the (B)(6) of 2017 and ¿placed the leads a little differently¿ and it didn¿t help and again made it worse and made her spine pop constantly after this. The patient reported that it happened once a day. The patient reported that she called a manufacturer¿s representative (rep) because she was in so much pain. The patient reported that she saw this rep before and he put her on ¿high frequency¿ programming and the patient said it was a pain in the butt to recharge that often but she didn¿t want to feel the vibration. The patient reported that ¿it took 4-5hours to recharge and it¿s ridiculous¿ referring to recharging frequency with her ¿high frequency¿ programming. The patient also reported that she couldn¿t adjust it when it was on this programming. No further complications were reported.